Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep arrived on-site and booted up the system and found the left monitor flickering. He found some loose connectors on the power strip. The monitor still goes out if monitor is moved. He ordered both monitors to match then removed and replaced both workstation monitors. The photometer to calibrate monitors had not yet arrived. He booted system up with no errors. The rep returned at a later date to calibrate both monitors with photometer. The system is operating as intended.

Event description:
The customer reported that the left monitor flickers and gives error frequency error.